Manufacturer narrative:
(B)(4). The device was not returned to edwards as it was confirmed to have been discarded by pathology. Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis.

Event description:
Through follow up, edwards received information that the valve was explanted due to aortic valve dehiscense. Operative findings indicate that two-thirds (2/3) circumference of the valve was dehisced. The only area of attachment was where a normal right coronary leaflet would be. Pathologic diagnosis indicated that the prosthetic heart valve had multiple vegetations, showing abundant fibrin and acute inflammation. During the same procedure, patient underwent a dual-chamber epicardial right atrial and right ventricular pacemaker. Patient tolerated the procedure well and was transferred intubated to the intensive care unit.

Manufacturer narrative:
Additional manufacturer narrative: the device has not been returned to edwards for evaluation. Follow up attempts to obtain the device and additional information are in progress. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available or the device is returned, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately four (4) years and eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with a 29mm bioprosthetic valve.